Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that multiple knives were noted to be blunt. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the knives were noted to be blunt upon making the incision. Alternate knives were obtained in order to complete each procedure with no impact to any patient.